Event description:
Per customer: carbide insert is cracked instruments. No pt injury. Follow up from the perioperative nurse manager noted the cracked needle holder was discovered during surgery. An x-ray was done on the pt and was clear.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.